Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 7. The patient's drain volume was 3999ml, the largest prescribed fil volume was 2300ml, this meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient never reported any symptoms of overfill. The patient has resumed therapy on home hemodialysis. Per the nurse the patient is doing excellent. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, is not yet completed.